Event description:
A report was received that alleges that the tracheostomy tube sustained damage at the cuff. Replacement was required due to leaking after 30 days in situ. No incident related medial sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.